Event description:
The customer reported that she was treated for high blood glucose levels in urgent care. The customer's blood glucose levels were greater than 500 mg/dl. The customer stated that she had been having problems with high blood glucose levels, and the nurse felt that the infusion sets might be faulty. Troubleshooting on the insulin pump was declined as the nurse had already checked it. Transferred the customer to the supply order services department to order different infusion sets per the nurse's instructions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge